Event description:
Device issue: none. Adverse event: transient neurological event. Time of adverse event: approximately 32 days post procedure. It was reported via a trial, that approximately 32 days post an uneventful left internal carotid artery stenting procedure, on (B) (6) 2010, the patient experienced a transient neurological event. Symptoms included limb ataxia, right arm drift and a decrease in sensation. No treatment was provided. On (B) (6) 2010, the patient returned for a follow-up visit and all symptoms were resolved. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: neurological events may occur during this type of procedure as listed in the rx acculink instructions for use and is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the product. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. All catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.